Manufacturer narrative:
The probable root cause may be attributed to intermittent communication issues on the surgeon side console (ssc). The system is placed in a recoverable soft-lock mode. This issue can be resolved by reprogramming the ssc.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were trying to get their second surgeon side console (ssc) online. The tse confirmed that only one ssc was connected to the system. The system logs indicated error 55 related to the top fiber port on the back of the vision side cart (vsc). The tse advised powering down the system and reseating the blue fiber cable at both ends to address the issue. The customer planned to try this solution and concluded the call. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the surgeon side console (ssc) to resolve the connection issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 55 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the system.